Manufacturer narrative:
B1, b5, and the section h codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that, after initial difficulty to unload the cot, there was a cot drop with a patient in the cot. The patient sustained minor abrasions and sustained a hematoma to their head. The patient was given a neck brace as a precaution during transport. The patient was given a CT scan at the facility but no further damage was reported to have been found. The patient was released the next day. No adverse consequences were reported for the ems crew. Upon evaluation by stryker technical service, no defects were found with the cot that could have caused or contributed to the alleged event.

Event description:
It was reported that, after initial difficulty to unload the cot, there was a cot drop with a patient in the cot. The patient sustained minor abrasions and sustained a hematoma to their head. Treatment details have been requested but have not been received at this time. No adverse consequences were reported for the ems crew.